Event description:
The account reported the brake casters were not holding or steering correctly. No pt injury reported.

Manufacturer narrative:
The technician inspected the bed and found the brakes and steering functions as designed, user error. No repair was needed. Based on this information, no further action is required.